Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "dull blades" (dull). The customer reported a dull knife was observed in all knives from the same lot. So the doctor changed the knife to different lot, and this issue was solved. No pt impact was reported. Add'l f/u info has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).